Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of inflation issue and mechanical issue were confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The krt of both cylinders were worn to filament. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the reported event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump malfunctioned six months after implant. The device was impossible to inflate. Patient underwent a surgical procedure to explant his ipp device. All components were explanted and replaced.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump malfunctioned six months after implant. The device was impossible to inflate. Patient underwent a surgical procedure to explant his ipp device. All components were explanted and replaced.